Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a fungal infection under the lifevest equipment. Patient described the area as infected under the breast area and is very uncomfortable. There was no alleged device malfunction contributing to the infection. There is no indication that the patient received medical intervention. Outcome of the infection is unknown as follow up attempts were unsuccessful.